Manufacturer narrative:
Apoc incident: # 866308. The investigation was completed on 17-aug-2021. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. The targets for tril2 lot 311132 and tricontrols calibration verification level 3 (tricv3) from calibration verification set lot 20245 lot 311132 were released under dcp-0003253. The targets for tril2 lot 311136 and tricv3 from calibration verification set lot 20336 lot 311136 were released under dcp-0003253. The ica targets were reviewed and found to match the ica values published in the respective artworks. Retained testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. Returned cartridges testing did not reproduce the customer's observation. No deficiency has been determined for eg7+ cartridge lots n21003 and n21100 or tril2 and tricv3 lot 311132 and tril2 and tricv3 lot 311136.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected descrepant ionized calcium results of 1.30 and 1.83 mmol/l. There was no patient information available at the time of this report. Return product is not available for investigation. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.